Event description:
It was reported that the two packs of the cement hardened for 7 minutes from the start of mixing with revolution in tka. The surgeon continued to use the cement with femoral and tibia implants. It was impossible to use the hardened cement for patella. So the surgeon mixed one package of new cement with mixing bowl (zimmer product). But the new mixed cement hardened for only 2-3 minutes. The time of delay was not specified. No adverse consequences for the pt. The cement is stored in the refrigerator for about five hours before use in 5c before use. The cement was stored in 25 c temp before the store in refrigerator. The cement was taken out from the refrigerator five minutes before mixing. The temp of op room was 21c. All the monomer and polymer were stored in 25c at the hospital and distribution center.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was implanted. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.